Event description:
A report was received that the patient underwent a pocket revision procedure due to irritation and pain caused by the position of the ipg. The patient felt pain when moving or sitting down. During the procedure, the ipg was moved from the lower left buttock to the left flank. The patient was doing well post-operatively.